Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a fall last month and ever since the stimulation had not been helping her foot pain. The patient turned the stimulator off for the last 3 weeks because she was getting uncomfortable stimulation or cramping near the spinal incision site. Impedances were within normal limits. Reprogramming was done and they were not able to obtain paresthesia in her right lower leg/foot as she had prior. When the patient pressed or leaned against the spinal incision, she would get severe cramping or very strong stimulation which was uncomfortable. The stimulator was turned off and the doctor had ordered x-rays. The issue was ongoing.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead; brand name: vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.